Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. All of the buttons are functioning properly and no button error alarm during testing. The insulin pump has cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.